Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a broken clamp; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The facility representative contacted a technical service representative to report a flo-gard infusion pump with clamp roto "clamp broken"; this condition had the potential to interrupt delivery. Evaluation summary: the customer's reported condition of a flogard infusion pump with clamp broken was confirmed and reproduced as the unit was found with door latch broken. The cause of the reported condition was attributed to cracks in the door latch/handle. The pump head door, occlusion detectors and the door latch were replaced to fix the reported condition. The occlusion sensors calibration was also performed. The device has been serviced three times prior to this event. The device has been previously sent into service for the reported condition of "clamp broken". Previous service on (B)(4) 2007 was for "clamp broken", the pole clamp was replaced. The device history record review revealed that the data card was discarded per (B)(4) retention period.